Manufacturer narrative:
Updated concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm but did not tried all remedies. However, customer blood glucose level was 495 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer already treated her blood glucose level. Additionally, she will be calling her healthcare provider in the morning. Customer has changed her set twice but still getting no delivery alarm. The cause of the high blood glucose level and reoccurring no delivery alarms is not clear enough. The customer was not able to finish the troubleshooting. The customer was advised that the insulin pump will need to be replaced.